Event description:
Disposable sigmoidoscope was being used, and the "window" popped out causing insufflation to be lost. Surgeon noted this has happened multiple times. No harm to the patient. A non-disposable sigmoidoscope was used to complete the exam.